Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, underweight, crease fold. A microscopic analysis was performed which identify crease sharp, stress mark, wear abrasion. Based on the device analysis the final assessment is: two crease sharp on radius side assessed as fold flaw opening.

Event description:
Device has been explanted.